Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation surgery with mentor glow study gel devices on (B)(6) 2017. Adverse event # 2. Implant malposition/ displacement, (left side, implant serial number: (B)(4). Doi: (B)(6) 2017). On (B)(6) 2017, she presented with implant malposition/ displacement, which required capsulorraphy. The principal investigator assessed this event as mild in severity, non-serious, possibly related to the device, and related to the procedure. Should more information become available, this note will be updated and case reassessed.

Manufacturer narrative:
Based on postmarket study data, the alert/awareness dates for this event have been updated. As a result, the initial report is retroactively considered late. Manufacturer¿s reference number: (B)(4).